Event description:
Non-healthcare professional reported during intraocular lens (iol) implant procedure, lens was damaged by company handpiece injector, it was stated that the product look fine prior to folding and folded nicely and as it was opened it cracked. Surgeon stated that they used new shooter and it worked fine for all rest of surgeries. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a damaged lens; however the attached customer photo confirms the reported issue of a damaged lens. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo evaluation confirms the reported issue of a damaged lens by injector; however, because an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).